Event description:
It was reported that the zimmer skin graft mesher was tearing graft down the middle. Add'l clinical follow up indicated that no further info was available; no one was able to recall the reported device problem.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.